Event description:
It was reported that during pocket closure, the atrial lead exhibited no capture. Flouroscopy indicated that the lead had dislodged. The lead was repositioned and is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.